Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), pelvic pain ("pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("fibroid uterus / incidental cellular leiomyoma") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included bleeding menstrual heavy. Concurrent conditions included vaginitis, adnexa uteri cyst and breast tenderness. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dermatitis allergic ("allergic dermatitis"). On (B)(6) 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced anaemia ("anemia"). In 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced cervicitis ("chronic cervicitis"). On (B)(6) 2015, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and anxiety ("anxiety"). The patient was treated with alprazolam (xanax), cetirizine hydrochloride (zyrtec), montelukast, medroxyprogesterone acetate (provera), estradiol and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, uterine leiomyoma, procedural pain, anaemia, dysmenorrhoea, dyspareunia, migraine, headache, anxiety, dermatitis allergic, menopause and cervicitis outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, anxiety, cervicitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, headache, menopause, menorrhagia, migraine, pelvic pain, procedural pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results: (B)(6) 2015; transvaginal ultrasound: an echogenic foreign body is partially imaged within the endometrial canal and represents either a tubal occlusion device or intrauterine contraceptive device. (B)(6) 2015; trans-vaginal ultrasound: endometrium thickness- two polyps vs intracavity fibroids 1.7 cm and 1.2 cm. Lt essure seen in lining. (B)(6) 2015; pathology report: diagnosis: uterus with cervix and bilateral adnexa, lavh with bso. Right fallopian tube: no specific pathologic abnormality. Left fallopian tube: no specific pathologic abnormality. Cut surfaces: display an essure wire 4 cm in length and 0.2 cm in diameter. Left fallopian tube: cut surface: display an essure wire 3.8 cm in length and 0.2 cm in diameter. Concerning the injuries reported in this case, the following ones were described in patient's medical records: menorrhagia, pelvic pain, anaemia, uterine leiomyoma, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, pain, anxiety, allergic dermatitis, menopause, mild chronic cervicitis, fibroid / incidental cellular leiomyoma and patient did not undergo an essure confirmation test. Concurrent condition, medical history and treatment received were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, menorrhagia and procedural pain to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.